Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem ("add gel/replace belt" messages) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The root cause for the failure was the cable connecting ECG "d" and ECG "d" and the cable connecting ECG a, b and the front therapy electrode were severed, damaging wires in the cable. The root cause for the severed cables were physical abuse. No adverse events occurred from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving a "add gel/replace belt" messages.